Manufacturer narrative:
On august 6, 2015, three (3) unknown screws were received by the manufacturer with the understanding that they were related to this complaint. Upon investigation, however, it was determined that the received devices were not the same devices that were reported in this event. The received screws were cortex screws that cannot lock into the reported plate and not the locking screws that were noted to have malfunctioned. Therefore, an investigation into the circumstances surrounding the reported event cannot be determined as the appropriate devices have not been received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional product code: hwc. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a distal fibula procedure on (B)(6) 2015. During the procedure the surgeon could not lock the 2.7 variable angle locking screws into (one) 2.7 variable angle locking compress plate (va lcp) lateral distal fibula plate. There was a ten minutes surgical delay. The patient status/outcome is reported as fair. The surgery was successfully completed; no medical intervention was required. This is report 3 of 3 for (B)(4).